Manufacturer narrative:
Field service specialist visited the account to check laser. He found vacuum regulator free of balanced salt solution and debris. Recalibrated vacuum regulator as a precaution. Performed general catalys checklist. System meets manufacturers specifications-no other problems observed. Catalys system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore johnson and johnson surgical vision, inc has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc has been submitted.

Event description:
Account reported there was a suction loss while laser firing. Procedures were completed with no injury. This report is two of five.